Event description:
It was reported by the account contact that during an unknown procedure, the clip did not fire at all. Case completed with a like device. There were no patient consequences reported. Device is available for return.

Manufacturer narrative:
(B)(4). Batch # v9472m. (B)(4). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with the jaws in the closed position and with two jammed clips between the jaws and cam. The trigger was squeezed to complete the firing and the jaws opened as expected. The clips were manually removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight conforming clips. In addition, the instrument was disassembled and upon disassembly, the advancer was confirmed to be bent and no clips were found inside of the clip track. The jammed clips could have caused firing issues, however, no conclusion could be reached regarding may have caused the clip jamming. The event reported was confirmed and it is related an improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.